Event description:
Information was received indicating that the cuff to a smiths medical portex bivona flextend¿ tracheostomy tube was unable to be filled with water. There were no reported adverse patient effects.

Manufacturer narrative:
Additional information was received indicating that the product problem was discovered prior to use on the patient. The product problem was observed on (B)(6) 2019. The patient's mother noted that she was unable to perform a trach change out as a result of the product problem. No patient injury or complications were reported as a direct result of the product problem. Updated fields: event date recorded. Device return date recorded. Device evaluation in progress. Patient code: 2645 recorded. Method: 4118 recorded. Results: 3221 recorded. Conclusion: 11 recorded.

Manufacturer narrative:
Additional information was received indicating that the product problem was discovered prior to use on the patient. The product problem was observed on 15 - september -2019. The patient's mother noted that she was unable to perform a trach change out as a result of the product problem. No patient injury or complications were reported as a direct result of the product problem. Updated fields: event date recorded. Device return date recorded. Device evaluation in progress. Patient code: 2645 recorded. Method: 4118 recorded. Results: 3221 recorded. Conclusion: 11 recorded.